Event description:
Following pci, the patient developed ventricular fibrillation and died the following day. Pci was performed on this patient who present for elective treatment of a lesion in the proximal to distal rca of unknown length and diameter. The (class c) lesion was calcified and with flexion. Pre-procedure medications included aspirin q100 mg/day and ticlopidine hydrochloride 200 mg/day. Rotoblator was conducted on the lesion before pre-dilating with a 2.5x20mm balloon at 12 atm. After pre-dilation a spinal dissection was confirmed to the arota. As a result two cypher stents that were not overlapping, were deployed. First deployed was a 3.0x28mm cypher at 16 atm and a 3.5x23mm cypher was deployed next at 16 atm. During that night the patient had st increases and the patient developed ventricular fibrillation. The patient went into the cardiac arrest and died. Cag was not conducted so thrombus was not confirmed. However, the possibility of a thrombotic event could not be excluded. The physician commented that if a thrombotic event occurred it was probably due to the untreaded dissection left at the gap portion of the two implanted cyphers, which developed into a hematoma.